Event description:
It was reported the pt's scs ipg became inoperable due to the inability to charge the device for about a month. Also, the pt was not able to establish communication between her scs ipg and external devices. The sjm rep confirmed the issue. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Removal/correction numbers: 1627487-07262012-002-r and 1627487-05242011-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.